Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during dwell 2 of 5 of automated peritoneal dialysis therapy. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that there was a loose connection between a supply line and supply bag. A technical service representative explained the alarm and reviewed proper procedures with the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the customer reported a loose connection which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.